Event description:
It was reported that the patient underwent a surgical procedure to revise their inflatable penile prosthesis (ipp) because the pump was seated too high. The physician added rear-tip extenders to keep the cylinders even and shortened device tubing. No patient complications were reported.